Event description:
It was reported that the patient presented to the ER after receiving therapy. A loss of capture and no sensing were observed. Session records showed episodes of noise. X-ray revealed dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.